Manufacturer narrative:
(B)(6). (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a hysterosalpingography (hsg), two balloons of the cook silicone balloon hysterosalpingography injection catheters were inflated but could not be deflated afterwards. A new catheter was used to complete the procedure. No adverse events have been reported as a result of the alleged malfunction. Request were made for additional information regarding; patient age and weight, relevant patient health history, including pre-existing conditions, and devices and/or medications utilized in the procedure; however the customer has not provided any further information.

Manufacturer narrative:
Additional information: patient code: no consequences or impact to patient (2199).

Event description:
It was reported that no patient information including pre-existing conditions will be provided by the hospital. Both of the devices were confirmed to be from the same lot # 8139267. As reported, the balloon(s) were deflated with a syringe. With the new device, they were able to finish the hysterosalpingography procedure and the patient outcome was reported to be okay.

Manufacturer narrative:
H6: investigation results code: device difficult to operate (13). H6: cause traced to component failure (4307). Investigation/evaluation: visual examination and functional testing of the returned product was performed. Additionally, a review of complaint history, the device history record, quality control data and specifications was conducted. Two devices and one syringe were returned for investigation. Device 1: a functional test was performed, and the balloon inflated without incident. But, when deflating the balloon, a lot of pressure was required on the plunger to get the device to deflate. Device 2: a functional test was performed, and the balloon did not inflate. The black plunger popped out. The device history record was reviewed and noted there were no non-conformances related to the reported failure. A review of complaints revealed the is the only complaint associated with the complaint device lot number 8139267. A review of relevant manufacturing documents was conducted. The device is inspected visually and functionally for leaking and inflation during manufacturing and no notable gaps in production or processing controls were noted. Prior to distribution, all cook silicone balloon hsg catheters are subject to an inflation test to ensure proper balloon function. A review of the device history record confirmed that this lot met manufacturing specification requirements prior to shipment. It was confirmed there was an issue of difficulty with inflation/deflation. Measures have been initiated to address this failure mode. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new information received since the last report was submitted.